Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer alleged "the prescription seems to be truncated, but this doesn¿t affect any of the other prescriptions". There was no report of any adverse event or patient harm.